Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported error codes 1123, 1124, 1125 and 1115 when the device was initially started up. There was no patient involvement.

Manufacturer narrative:
The customer¿s v60 ventilator was received and sent to the further investigation lab (B)(6) 2017. A replacement ventilator was sent on (B)(6) 2017 on fedex tracking number (B)(6) arriving (B)(6) 2017.

Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The intermittent failure with the customer returned ventilator was caused by a cold solder joint at d32. Re-soldering d32 corrected this failure.

Manufacturer narrative:
UDI # added.